Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was operating using the device when a serious bleeding situation occurred. While attempting to clip the cystic artery, the two arms of the clip crossed, causing the artery to rupture the second applier was opened as the first applier was not functioning properly. The patient received four units of blood. The procedure was converted to open. No further details provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing did the scissored clip occur on? Were any clips fired successfully? How was the bleeding controlled? Did both clip appliers deliver scissored clips? Did the procedure drive the need to apply torque or twisting of the device? Was the device fired across another clip or hard object? Please describe any change in the patient's post operative care. What is the patient's current status? Is the patient expected to have a full recovery? What is the patient's sex, age, and weight? Does the patient have a coagulation disorder? Was this a planned or emergency cholecystectomy? How long has the surgeon been using the er320 device? Are you aware of the last time the surgeon was in-serviced on erca? Was the device fired after the procedure outside of the patient?

Manufacturer narrative:
(B)(4). Ees medical director spoke to the surgeon and the following information was obtained: "it was a routine laparoscopic cholecystectomy. He first utilized the clip applier on the cystic duct without issue. He then utilized the device on the cystic artery (normal in size perhaps 2-3mm) and noticed "scissoring" and that the clips were lose. He removed several of these clips and reapplied. He then thought that he had sufficient ligation with the newly applied clips (probably 2 on the patient side one on the specimen side). He transected the cystic artery and the clips then fell off the vessel resulting in significant bleeding. As he was trying to gain control of the bleeding the vessel retracted requiring a conversion to open. At which time he suture ligated the cystic artery. The cystic duct clips were in place and he did not need to perform any intervention on those. He stated that he did not fire over another clip. The patient is doing well now. He did describe some "wiggle" in the handle around the same time as the "click." He did not notice any clip loading issue."